Manufacturer narrative:
Additional information was received that there was no leak. The initial reported event was not reportable. H3 other text : additional information was received that there was no leak. The initial reported event was not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows housing was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported that the bellows was damaged which could cause a loss of mechanical ventilation. There was no report of patient involvement.